Manufacturer narrative:
Date sent to the FDA: 04/06/2021 additional information: d9, h6 a manufacturing record evaluation was performed for the finished device lot number pmz719 / sxpp1a40012, and no non-conformances related to the reported complaint condition were identified additional h-3 summary: visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product was received for evaluation, the swage and attachment area was noted to be as expected, body fluids and damage was noted in some barbs. A section of the suture (end) was cut appears to be by use of the surgical instrument and the section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/06/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pmz719 and no non-conformances related to the reported complaint condition were identified component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated or sutured when it broke?

Event description:
It was reported a patient underwent an excavation of uterine fibroids surgery on (B)(6) 2021 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.